Event description:
It was reported to philips that the ac module for the device was not charging the battery and failed to illuminate the external power indicator. There was no reported patient or user involvement and no adverse patient/user impact.